Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified mid left anterior descending artery. After pre-dilation was performed, a 2.50 x 12mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and pre-dilation was performed again; however, during advancing, it was noted that the distal edge of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications nor injuries were reported.